Manufacturer narrative:
This case was initially received via regulatory authority (valvira on (B)(6) 2017. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure (batch no. He011e3, he011f3) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), localised oedema ("abdominal edema") and arthralgia ("joint pain in fingers"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, localised oedema and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia and localised oedema with essure. Diagnostic results: in control examination implants in situ batch number he011e3 : manufacture date : (B)(6) 2015. Expiration date : (B)(6) 2018. Batch number he011f3 : manufacture date : (B)(6) 2015. Expiration date : (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 13-oct-2017. The most recent information was received on 24-oct-2017. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure (batch no. He011e3, he011f3) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), localised oedema ("abdominal edema") and arthralgia ("joint pain in fingers"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, localised oedema and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia and localised oedema with essure. Diagnostic results: in control examination implants in situ the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on (B)(4) 2017 for the following meddra preferred term: abdominal pain lower- the analysis in the global safety database revealed 669 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Batch number he011e3 : manufacture date : 07-nov-2015, expiration date : 28-nov-2018. Batch number he011f3 : manufacture date : 10-nov-2015, expiration date : 28-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-oct-2017: quality-safety evaluation of ptc. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on (B)(4) 2017 for the following meddra preferred term: abdominal pain lower- the analysis in the global safety database revealed 669 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Batch number he011e3 : manufacture date : 07-nov-2015 expiration date : 28-nov-2018. Batch number he011f3 : manufacture date : 10-nov-2015 expiration date : 28-nov-2018. Company causality comment : incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.